Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a surgical procedure where tachycardia therapy was deactivated with a magnet. The patient's spouse was told that the "wire had disconnected or the ICD didn't fire." It was believed that the patient's heart rate exceeded what was programmed but no shocks were delivered by the device. Asystole was reported, and the patient received cardiopulmonary resuscitation (CPR) for 20-40 minutes. After about a week, the patient's family discontinued care and the patient passed away. No autopsy was performed per the family's wishes. It is suspected the device was buried with the patient. The local sales representative learned from the physician at the patient's device clinic that the surgery was an atrial fibrillation (af) ablation procedure. The following day, while still in the hospital, the patient experienced a ventricular fibrillation (vf) episode. The sales representative for the hospital where the ablation procedure was performed will attempt to obtain additional information about this event.

Manufacturer narrative:
This report will be updated when additional information is received.